Event description:
Following unsuccessful attempt to remove the thrombus from the occluded basilar artery (ba) using an aspiration device, angioplasty was performed to recanalize the ba. However, post angioplasty angiography demonstrated an occlusion in the right posterior cerebral artery. There was unsuccessful attempt to mechanically disrupt the thrombus in the pca using a guidewire. The physician stated that the balloon dilation caused the ba thrombus move into the right pca. Post procedure the patient's modified rankin scale was measured of 3-4.

Event description:
Following unsuccessful attempt to remove the thrombus from the occluded basilar artery (ba) using an aspiration device, angioplasty was performed to recanalize the ba. However, post angioplasty angiography demonstrated an occlusion in the right posterior cerebral artery. There was unsuccessful attempt to mechanically disrupt the thrombus in the pca using a guidewire. The physician stated that the balloon dilation caused the ba thrombus move into the right pca. Post procedure the patient's modified rankin scale was measured of 3-4.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel occlusion is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.